Event description:
Device issue: none. Adverse event: hyperperfusion syndrome. Time of adverse event: during the procedure. It was reported that post a right internal carotid artery stenting procedure, the pt experienced hyperperfusion syndrome with slurred speech, confusion and agitation. Respiratory status became compromised and the pt was intubated. CT scan was negative. Eight days post-procedure on (B) (6) 2010, the condition resolved and the pt was discharged to home. There was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up report will be submitted with all additional relevant info.